Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the fluid was allegedly leaked from the side of the catheter tip. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the fluid was allegedly leaked from the side of the catheter tip. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter was return for evaluation. Visual and microscopic visuals, tactile, and functional evaluations were performed. A split was noted on the proximal portion of the catheter. Upon infusion, a leak from the split was observed while water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.